Event description:
It was reported that balloon rupture and catheter removal difficulties occurred. A gladiator pta balloon dilation catheter was advanced to the target lesion. The balloon was inflated however it ruptured at unknown atmospheres at an unknown number of inflation. Upon withdrawal, the device was stuck in an unspecified sheath. The patient was sent to the hospital to remove the device as the procedure was performed in an out patient physician office.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).